Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, their receiver turned off without turning it off. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck on the initialization screen. Functional testing was unable to be performed and a data log could not be retrieved. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. Due to the condition of the device, the reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).